Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l49378, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving gablofen 2000mcg/ml at 891 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2015, the patient experienced an infection at the pump site and catheter with drainage and fever present. The patient was put on intravenous (IV) antibiotics and cultures were taken at the pump site and through a lumbar drain. The pump and catheter were explanted. The hcp aspirated through the catheter access port (cap) site and obtained 3cc. The catheter was functioning. The patient¿s status was reported as ¿alive ¿ no injury.¿ additional information has been requested regarding the results of the cultures and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.